Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed his last refill date and did not reschedule it. The patient presented to the office on (B)(6) 2014 with the pump alarming and 0.3ml of medication in the pump reservoir. The pump alarms were due to low and empty pump reservoir. The physician called the manufacturer representative asking for a refill kit. The representative offered to bring a refill kit to the physician¿s office; however, the office did not have the baclofen available. The physician prescribed the patient oral baclofen and scheduled the patient for a refill on (B)(6) 2014 which was successfully completed. The office did not stock preservative free normal saline (pfns) in order to prevent the pump from running dry prior to the refill. The patient experienced increased spasticity as a result of the event. Patient status at the time of the report was alive with no injury. Following the refill the patient was doing well and receiving effective therapy. The type of baclofen delivered by the device system was unknown.